Event description:
It was reported that a user experienced bluetooth connectivity issues in which the dexcom g7 sensor displayed glucose values in the dexcom app but failed to pair with the ilet, consistent with intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure attributable to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.